Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 1,000 mg/dl. The patient reports they could not wear a pod as they received an error message that the pod and continues glucose monitor were not compatible. Once at the hospital the patient had an electrocardiogram administered, the patient was treated with intravenous fluids, insulin and pain medication. The patient was in the hospital for 8 hours. The patient was assisted on placing a new pod on after this event and using it in manual mode.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone-control-ios omnipod software app version: 2.0.2 smartphone operating system: 18.5 smartphone hardware: iphone17.2 cgm sensor type: g6.